Manufacturer narrative:
The reported observation the ipg was inoperable was not confirmed. The device exhibited normal charging and functionality during analysis. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity and charging circuitry. All portions of ate testing passed.

Event description:
Related manufacturer reference number: 1627487-2024-07599. It was reported patient had developed seroma over the ipg site. It was discovered that ipg had flipped in the pocket site. Patient underwent surgical intervention on (B)(6) 2024 during which the ipg was unable to connect with external devices. As a result, the ipg was explanted and replaced. The new ipg was able to charge successfully.